Event description:
It was reported that the insulin pump alarmed motor error. The customer's blood glucose was 166 mg/dl. The customer does not use the sensor feature. They were able to rewind the device. The customer stated that they have been experiencing high blood glucose levels, and at times, they did not hear the motor error alarm during sleep and woke up with elevated blood glucose. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump alarmed motor error alarm during the basic occlusion test and prime test due to faulty force sensor. Motor passed motor test. Insulin pump was unable to perform the occlusion and excessive no delivery test due to insulin pump unable to prime and alarming motor error. Insulin pump received with cracked reservoir tube lip and minor scratches on lcd window.